Event description:
It is reported that a revision surgery occurred, due to pain trough possible hypersensitivity reaction. Pseudo tumor peri articular.

Manufacturer narrative:
This report will be amended when our investigation is complete.